Event description:
As reported, the deployment button of a 6f exoseal vascular closure device (vcd) was too stiff to press. Hemostasis was achieved by manual pressure. There was no reported patient injury. The device was used in an endovascular therapy (evt) case. A 6f brite tip sheath was used. The visual indicator window changed to black-black. The device will not be returned as it was discarded due to suspicious infection disease.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the deployment button of a 6f exoseal vascular closure device (vcd) was too stiff to press. Hemostasis was achieved by manual pressure. There was no reported patient injury. The device was used in an endovascular therapy (evt) case. A 6f brite tip sheath was used. The visual indicator window changed to black-black. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18359893 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿deployment lever (button) frozen/locked¿ could not be evaluated because the device was not returned. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and without the return of the device or procedural films, it is not possible to determine what factors may have contributed to this issue experienced by the customer. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.